Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. The customer's current blood glucose was 247 mg/dl and at the time of incident was unknown and blood glucose was 250 mg/dl in the morning and blood glucose level after back from working was 350 mg/dl and hour later blood glucose was 450 mg/dl. The customer treated their low blood glucose with manual injection. The customer was advised to discontinue the use of insulin pump. The insulin pump will not be returned for analysis.